Manufacturer narrative:
Event summary: bin files showed at least fourteen applications were performed with catheter 2af284 / 15135-84 without any issues or system notices on the date of event. In conclusion, the reported clinical issue cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post cryo ablation procedure, the patient experienced cerebral infarction, exhibiting paralysis in the left upper and lower limbs. A magnetic resonance imaging (MRI) scan confirmed cerebral infarction. The patient had an extended hospitalization, with medical intervention performed. No further patient complications have been reported as a result of this event.